Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the expressew iii autocapture + suture passer was not retracting the needle. The complaint device was received and evaluated. Visual observations revealed that the expresssew is slightly worn and used, but in expected condition. The capture jaw is in good condition, it's not bent and could be opened and closed easily. When performing the functional test, the needle stood stuck when the trigger was released, it has to be pushed back manually to it¿s original position. Therefore this complaint can be confirmed. The possible root cause for the jamming condition can be related to the constant use of the device that wears away it's internal parts. Since this device is reusable, the metal begins to lose it's shape due to the continuous usage causing wear of internal components leading to rough deployment issues. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair the expressew iii autocapture + suture passer was not retracting the needle. Another device was used to complete the procedure. No patient consequences. There was a five minute delay reported. During in-house engineering evaluation, it was determined that the needle stood stuck when the trigger was released, it has to be pushed back manually to it¿s original position. No additional information was provided.